Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a bad fall about 2 months ago where they broke a rib and they thought that they may have damaged the device. The patient started to have pain right around the implant site about a week ago, and it was stated that they likely didn¿t notice the pain at the implant site. The patient was unable to walk due to the pain and it was noted that their healthcare provider was in quarantine. On the call they turned stimulation off to see if the pain would subside. It was recommended that they monitor their symptoms after making the change and follow up with their healthcare provider if not resolved. No further patient complications are anticipated or expected as a result of this event.